Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. This is the final report.

Manufacturer narrative:
The recipient is reportedly continuing treatment. The external visual inspection revealed the electrode was severed near the electrode ground ring, and silicone damage and dents were observed on the top cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the incision site and received inpatient treatment. The recipient's device was explanted. The recipient is currently receiving treatment. The recipient's infection is not device related.